Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's husband reported via phone call wife's insulin pump had critical pump error. The customer¿s blood glucose level was unknown. Insulin pump was also exposed to moisture. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display due to corroded electronic assemblies. Device received with corroded battery tube and corroded motor home switch. Unable to verfiy critical pump error alarm due to blank display. Insulin pump received with cracked case behind the insulin pump near the battery tube compartment and cracked battery tube threads.